Event description:
Smartport malfunction/defect. Port found leaking in the proximal portion of the catheter. Op report states surgeon found tears found in the catheter. Dates of use: (B)(6) 2009 ¿ (B)(6) 2010. Diagnosis or reason for use: venous access for chemotherapy. Event abated after use: yes.